Event description:
It was reported by the physician that her hand held screen had a blue discoloration on the screen, and there was a line going across the screen. Follow up with the site revealed that they were unsure how the event occurred, but did note that the device was fine the previous day. The hand held and software flashcard have been returned to manufacturer where analysis is underway.